Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. During the evaluation, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.